Manufacturer narrative:
Zoll circulation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
The customer complaint that the device stopped compression after working a few times. The customer re-inserted and replaced the battery but it did not improve. At a later date, the device worked by using other battery. When using the faulted battery, the problem occurred again. The customer confirmed each battery and adequate power via battery's status lamp. The customer would like the platform, the batteries, and the battery charger to be evaluated.